Event description:
It was reported that the dexcom g7 sensor lost signal to the ilet while continuing to display glucose values in the dexcom app, and customer care guided the user through troubleshooting that restored sensor communication. Customer care provided support that included agent-led troubleshooting and user education focused on reestablishing cgm-to-pump connectivity. Investigation of this case revealed a temporary communication issue between the cgm sensor and the ilet that resolved after repair steps, with no device component failure identified. No clinical symptoms associated with the loss of cgm data. Outcomes included no injury, no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss.